Event description:
The customer reported the device fails to charge on battery power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device fails to charge on battery power. There was no report of pt involvement. The device was not evaluated by philips. Philips informed the customer that this device has been out of support since (B)(6) 2006 and parts are no longer available. Based on the customer's report, we will consider this a reportable malfunction of the unit. We cannot determine the cause. The customer has stated they are going to retire the device.